Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an electric shock during a ventricular tachycardia (vt) episode when the rhythm slowed down. Boston scientific technical services (ts) was consulted and discussed the device had met the criteria during the episode, therefore, when the rhythm slowed down, the shock was committed and delivered. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.